Manufacturer narrative:
Unit passed the self test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery alarms noted in the pump history files on 01/02/2025 15:37:58.000. Pump error 53 (linenumber = 418 filenumber= 32107) alarms noted in the pump history on 01/02/2025 04:18:54.000. Pump error 43 noted in the pump history files on 01/02/2025 00:04:00.000. Lastly, pump error 130 noted in the pump history files on 01/02/2025 02:13:49.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Failed battery alarms not confirmed during testing or in the power management graph. However, pump error 43 and pump error 130 alarms confirmed in the pump history files due to corroded motor home switch. Pump error 53 (linenumber = 418 filenumber= 32107) alarms confirmed in the pump history files due to suspected hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed test and received pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), pump error 53 (software error detected) and pump error 130(pump detects movement in hall sensor counts that are unexpected as the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.